Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and 12 inappropriate shocks due to supraventricular tachycardia (svt). This ICD remains in service and there were no adverse patient effects reported. The local area field representative was contacted for additional information, however at this time no further information is available.